Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported per device tracking right side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported per device tracking right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported events capsular contracture was received on jul 12, with lot number 3631247. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07aug2024. Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.